Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified oral antibiotics. The patient was discharged four days after admission. The pd catheter was removed the day after the event onset and the patient was switched to hemodialysis. At the time of this report, antibiotic therapy was ongoing, the patient was recovering from this peritonitis event and hemodialysis remained ongoing. No additional information is available.